Manufacturer narrative:
(B)(6). Device evaluated by MFR.: a mustang 12.0 x 20, 75cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 16mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-aug-2020. It was reported that hub leak occurred. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatataion. However, pressure could not be applied and leakage was observed from the hub part. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.